Manufacturer narrative:
The device returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. The pump history shows that service was performed in december, but the rest of the history had been deleted and mmdg was unable to confirm what was done during that service. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that while they were performing testing the pump under infused. The initial reporter also stated that there was no patient involved. (B)(4).